Event description:
On (B)(6) 2014, the reporter contacted animas, alleging audio bolus button tactile changes w/moisture. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/03/2014 with the following findings: there was no damage found to audio bolus button. Pump fails to power on. Unable to perform steps 4, 7-12 due to no power to pump. Moisture visible in display. Leak test verifies leak in keypad. Pump opened and moisture damage found inside pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.